Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd891580 and gd890533 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of peritonitis in a patient coincident with dianeal ambuflex and dianeal ultrabag therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex and dianeal ultrabag was withdrawn. During a call with the baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis and was hospitalized for the event on (B)(6) 2012. The cause of the peritonitis was unknown. Treatment information was not reported. At the time of this report, it was unknown if the patient had recovered from the event. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.